Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient was hospitalized on (B)(6) 2026 after a syringe had been reused for one week. As a result, the patient developed and continues to have six inflamed spots on her abdomen due to the administration of the medication. The doctor prescribed antibiotics, but the patient subsequently developed a bladder infection and experienced increased hallucinations. The patient was admitted to the hospital and treated with additional doses of medication during her stay. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.